Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of a kinked sealed outflow graft could not be confirmed as photographs of the outflow graft and the actual lvad were not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the surgeon took photographs of the sealed outflow graft; however, to date, the photos have not been submitted.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was explanted due to pt recover, and pt's choice. Upon explant however, there was a kink noticed on the outflow graft; no specific action was taken. The hospital would like the pump evaluated. The pt is stable in the intensive care unit (ICU) post explant.